Manufacturer narrative:
The insulin received with intermittent buttons due to corroded keypad traces. No frozen screens were noted. The insulin pump passed rewind, basic occlusion test, occlusion test, prime/ compromised force sensor test, excessive no delivery test and displacement test. The insulin pump was received with cracked case at lcd window corners, reservoir tube, battery tube threads, scratched lcd window, and received with missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had keypad anomaly and frozen screen. The blood glucose at the time of the incident was 325 mg/dl. The customer states the pump had an alarm, but when they attempted to clear it the screen was frozen. There was no response from any button and the insulin pump began to beep. Troubleshooting was and the display resumed back to normal. However there was no response from any of the buttons. The device will be returned for analysis.